Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, underwent primary breast augmentation with two 350cc mentor memoryshape breast implants. Post-operatively, via mammogram, the patient was diagnosed with right breast implant rupture and silicone in her lymph nodes and armpit. Prior to the mammogram, the patient initially noticed a lump in her right breast and swollen lymph nodes. As a result, the patient underwent bilateral breast implant removal and replacement on (B)(6) 2022. The left implant was identified to be ruptured also. The replacement devices were: (right) 545cc mentor memorygel breast implant catalog: smpx545 lot: 9555950 sn: (B)(4) and (left) 545cc mentor memorygel breast implant catalog: smpx545 lot: 9555950 sn: (B)(4). This medwatch form is for the left breast prosthesis. Rupture on the right breast implant has been reported under mrn: 1645337-2022-00933.

Manufacturer narrative:
On april 28, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the mentor memoryshape¿ tm+ 350cc breast implant was found to be ruptured. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the posterior view, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.